Manufacturer narrative:
The reported event of inability to unscrew the leads from the header was confirmed. Final analysis found calcified blood around the setscrew and connector block thread area. Calcified blood was found at the insets of both setscrews. There were septum punch-outs under the calcified blood in the inset. The blood came in through the hole punched in the septum by the user of the torque wrench. The calcified blood was removed from the setscrew insets and the screws were able to be untightened. Calcified blood was found in the screw thread rows and top of header block. The shapes of the threads were normal. The cause of the blood found in header and setscrew inset most likely came through the punch-out holes through the septum by the torque wrench during usage.

Manufacturer narrative:
The results/methods and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to the hospital for a scheduled pacemaker change procedure. During the procedure, pacemaker set screws were unable to be unscrewed. On (B)(6) 2020, the physician then cut and capped both the atrial and right ventricular leads and replaced them successfully. There were no alleged malfunctions with either leads that were capped. The procedure was completed without further incident and the patient was reported to be in stable condition.